Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Rep reported that patient had had a previous revision of a ceramic on ceramic construct on (B)(6) 2015 at a different facility by a different surgeon for reasons unknown. Rep reported that she has no access to further information of this event.

Event description:
Rep reported that patient had a previous revision of a ceramic on ceramic construct on (B)(6) 2015 at a different facility by a different surgeon for reasons unknown. Rep reported that she has no access to further information of this event.

Manufacturer narrative:
The following devices were also listed in this report: unknown_cork_product; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision involving a ceramic liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.